Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited a pocket erosion. As of now, this right ventricular (rv) lead, remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).